Manufacturer narrative:
1 the duragen (id3301i) was not returned for evaluation as the product is not available per customer, neither was lot number provided; therefore, an evaluation of the device cannot be performed, and device history record (DHR) cannot be reviewed. However, a medical assessment was performed which concluded the following: ¿there is insufficient evidence to suggest that the product was causal to the reported event. The reported complaint lacks detailed patient and event information such as the patient's other relevant medical history, intra-operative procedure notes, and patient post-operative care. It was; however, noted that an ¿external ventricular drainage was performed on the patient who had duragen implanted. The patient developed cerebral meningitis afterwards. The doctor is not sure if meningitis was caused by duragen." Contribution of the concomitant device (e.g. Evd) and it¿s use to the reported event cannot be ruled out. Based on duragen¿s instructions for use (IFU), possible complications can occur with any neurosurgical procedure, including infection. Based on the information available and the medical assessment provided, there is no indication that duragen was causal to the reported condition.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that external ventricular drainage was performed on a patient who had iduragen 3x3 d3301i) implanted. The patient developed cerebral meningitis, and the physician is not sure if duragen is the cause of meningitis. Whether to explant duragen is still under consideration. No additional information is available.